Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a PICC. The customer reported, the PICC was leaking just below the molded strain relief on the extension tubing of the primary lumen. The customer also reports no difficulty during insertion, which was on (B)(6) 2011 in the right forearm and secured with a PICC stat-lock, occlusive dressing, and foam tape. Prior to insertion the area was cleaned with betadine and alcohol. The hubs were cleaned with cholorapreps. An x-ray verified placement. The PICC was removed on (B)(6) 2011, the device was replaced with a piv initially then a new PICC was placed. Pt is stated to be stable on a vent.

Manufacturer narrative:
An investigation is underway. Upon completion, the results will be forwarded.